Event description:
It was reported that the patient had a scrotal hematoma, and a washout was performed. A surgical procedure was performed to replace the reservoir since tubing length was not long enough to reach proper superior location and was connected to existing cylinders. There were no further patient complications.